Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: alleged issue: during surgery when device was being used, the veterinarian heard something crack. A piece on the top had snapped off. He looked down and noticed that the tip had broken off the pin cutter. It was inside the animal, but it was able to be retrieved. The dog suffered no injury and is just fine.